Event description:
The procedure was to treat a mildly tortuous, proximal mid left anterior descending artery with no calcification. The lesion was long and was particularly tight in two places before ballooning. Using a non-abbott guide wire, the physician was unable to wire the lesion and then a balance middleweight guide wire was used. The lesion was first pre-dilated with a semi-compliant non-abbott 2.5 x 20 mm balloon catheter and then pre-dilated with a trek 3.0 x 20 mm balloon catheter. An absorb 3.5 x 18 mm scaffold was deployed. Once deployed, the next image showed a perforation in the distal 1/3 of the scaffold. An attempt was made to deliver a graftmaster 3.5 x 16 mm; however, it would not deliver, as it was too bulky. An attempt was then made to deliver a graftmaster 3.0 x 26 mm; however, it would not deliver and then would not come back in to the guiding catheter, so everything was removed. The vessel was then re-wired and a trek 3.50 x 15 mm balloon catheter was used to treat the perforation. Then the perforation was stented with a non-abbott 3.5 x 15 mm bare metal stent. During the procedure the chest was drained (pericardiocentesis) and by the end of the case the perforation seemed to have resolved. The patient is being closely monitored. During the procedure the patient was also echoed to analyze the perforation. The procedure percutaneous coronary intervention significantly delayed the procedure due to patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: choice floppy, balance middleweight. The scaffold remains in the patient. A follow-up report will be submitted with all relevant information. Though the device absorb bioresorbable vascular scaffold (bvs) system is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of perforation, as listed in the absorb bioresorbable vascular scaffold (bvs) instructions for use is a known adverse event that may be associated with the use of a coronary scaffold in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling